Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after an interventional treatment by femoral artery an 8fr sheath tube was used for interventional surgery. After the surgery an 8fr angio-seal was used for vessel occlusion. No calcification, narrow and bifurcation tortuosity was found in the angiography. The femoral artery occlusion was successful to stop bleeding. Bleeding was observed at the plugging site 24 hours after the operation. The patient was reported to be in stable condition after hemostasis treatment by compression. Additional information was received on august 2, 2019. The patient had history of peripheral vascular disease. Bleeding occurred out of the procedure room. Manual compression applied. This was a right femoral artery puncture. The patient's hospitalization was extended due to the event. Additional information as received on august 7, 2019. A pre-deployment angiogram was performed. Blood loss was less than 250cc.